Event description:
It was reported that a pt with an interstim device went through a security gate with his ipg turned on. After the security gate exposure, the pt has had no stimulation sensation. Further info is being requested from the hcp.